Event description:
It was reported by service report that the left side rail latch was broken and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - yellow latch handle.